Event description:
It was reported that during the implantation of this transcatheter bioprosthetic valve, into a patient with moderate calcification, a pre-balloon dilation was performed with a non-medtronic 24 mm balloon. Fluoroscopy check showed a crown overlap to node 4. During the first deployment, an infold occurred. The valve was recaptured, and a new valve was loaded and implanted.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012514795); product type: 0195-heart valves; implant date; explant date product ID l-evolutfx-34 (lot: 0012480198); product type: 0195-heart valves; implant date; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: five media files were provided for review. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. An overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use, if a misload is detected, do not attempt to reload the bioprosthesis. Do not use the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. A pre balloon aortic valvuloplasty was performed prior to the valve attempt. The misloaded valve was attempted to be implanted which resulted in an infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. There is evidence that the infolded valve was not implanted, and that a new valve was loaded and confirmed a good load. The new valve was implanted without evidence of infolding. The patient¿s executive summary was not provided for anatomical review. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.